Event description:
Patient and spouse observed sats dropping into the 60% range. This sat % registered m the masimo unit, but did not alarm outside the room. A review of the graph shows the max amount of desats was at 88%. It is unclear which piece of equipment malfunctioned, the masimo or the hp. The units was not identified by staff or sent to be checked. No other information is available at this time.

Event description:
Add'l info rec'd from MFR 1/10/03: manufacturing lot and/or serial number of the device. Unknown. Contact with medical center indicated that they were not sure which device was involved only that it was a device used in the pediatric intensive care unit. Everything that was known about the event was reported in the event description of mw1026869. No other info was available and contact with the biomedical dept of the hospital indicated that they were not aware of the event. Contact was not aware of any required intervention regarding the event. In addition contact said that they were new in that position at the time of the event and were not sure what should be reported or not. They further stated that based on current experience they would not have reported the event or would consider it reportable. The unit was not identified or returned for analysis and the institution is not sure what unit was involved in the event. According to the institution no units have been removed and are still in use at the hospital and no further events have been reported. The only info received regarding the event was the voluntary FDA medwatch product problem reporting program that co received on january 3, 2003. The device is currently is use in the facility and has not been returned to co's facility. There have been no further events reported. Based on the info obtained co considers the event closed.